Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous right superficial femoral artery (sfa). The 4.0 x 40/135 sterling balloon catheter was advanced over a non bsc guide wire. The balloon was inflated 4 times to 12 atms and ultimately ruptured on the fourth inflation, possibly 'due to calcification'. The procedure was completed with a different 4mm sterling balloon catheter. There were no patient complications reported and the patient's status is good.

Event description:
It was reported that during a laparoscopic bypass procedure, the trocars leaked, leading to loss of "pneumo" on three occasions, and co2 waste. The surgeon converted to open to complete the procedure. As a result, the procedure was prolonged ten minutes. There were no adverse consequences for the pt. Additional info received 05/06/2010: see scanned pages. Based on the additional info, that indicates the 12mm trocars led to the conversion, the 5mm trocars updated to malfunctions.

Manufacturer narrative:
(B)(4). The analysis results found that the b5lt device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.